Event description:
It was reported that the ilet issued alert code 38 for consecutive stalled insulin motor events, repeatedly prompting restarts that did not resolve the alarm. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included customer troubleshooting and education. Investigation of this case revealed a persistent motor stall condition consistent with a device malfunction in the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction related to the insulin motor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.